Event description:
It was reported that the patient's neurostimulator was in an overdischarge condition on (B)(6) 2011. A power-on-reset (por) condition was observed and was cleared by the manufacturer representative. A trickle charge was performed with the result of the patient able to recharge normally. If additional information is received, a follow-up report will be sent.